Event description:
The sales representative reported on behalf of the customer that the 60-7510-005 goldvac integrated smoke pencil, pushbutton (10/cs) was being used on 4apr23 during a general surgery procedure and ¿this is a safety concern as cautery malfunctioned mid case. The cautery turned on without activating any buttons cut or coag /foot pedal. Patient was burned on the abdomen.¿ the procedure was completed with an alternate unknown device. After further assessment it was found the patient received a 1st degree burn and no medical/surgical intervention was required for the burn. Also, it was found that "the device was on patient, not in use when it got activated.". The "patient is doing ok". It was reported that no prolonged hospitalization was required "for this reason". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: h10 evaluation statement now reads: received one 60-7510-005 in original opened package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu 7550 (c8406) system. The handpiece was plugged into the unit and immediately activated without depressing the button. Furthermore, the device was disassembled to find no abnormalities or defects within the internal components. The cut and coag are comparatively different when clicking and one feels like it's sticking; however, it is undetermined what caused the button to stick. Manufacturer narrative: received one 60-7510-005 in original opened package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu 7550 (c8406) system, the complaint was confirmed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 reports, regarding 4 devices, for this device family and failure mode. During this same time frame 701,280 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000006. Per the instructions for use, the user is advised the following: always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005 goldvac integrated smoke pencil, pushbutton (10/cs) was being used on (B)(6) 2023 during a general surgery procedure and ¿this is a safety concern as cautery malfunctioned mid case. The cautery turned on without activating any buttons cut or coag /foot pedal. Patient was burned on the abdomen.¿ the procedure was completed with an alternate unknown device. After further assessment it was found the patient received a 1st degree burn and no medical/surgical intervention was required for the burn. Also, it was found that "the device was on patient, not in use when it got activated.". The "patient is doing ok". It was reported that no prolonged hospitalization was required "for this reason". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-7510-005 in original opened package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu 7550 (c8406) system, the complaint was confirmed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years(B)(4). Per the instructions for use, the user is advised the following: always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005 goldvac integrated smoke pencil, pushbutton (10/cs) was being used on (B)(6) 2023 during a general surgery procedure and ¿this is a safety concern as cautery malfunctioned mid case. The cautery turned on without activating any buttons cut or coag /foot pedal. Patient was burned on the abdomen.¿ the procedure was completed with an alternate unknown device. After further assessment it was found the patient received a 1st degree burn and no medical/surgical intervention was required for the burn. Also, it was found that "the device was on patient, not in use when it got activated." The "patient is doing ok". It was reported that no prolonged hospitalization was required "for this reason". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.